Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer mention they would experience air bubble anomaly towards the end of the cycle. The customer mention the size of the air bubbles are 1/2 inch. The customer was advised to call back when they experience the air bubbles. The customer mention they would experience high blood glucose levels during the air bubble anomaly. The customer declined to trouble shoot for high blood glucose levels and they treat it with manual injection. The customer was advised to change the set.